Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified distal in the right coronary artery. After dilatation of a balloon catheter. A 2.50 x 28 synergy was used for treatment but failed to cross the lesion. The physician tried to pushed the device for several times but still failed to cross the lesion. The device wasremoevd from the body and found that the proximal part of the stent was lifted. The usage was stopped and the procedure was completed with a different device. No patient complications were reported. Synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified distal in the right coronary artery. After dilatation of a balloon catheter. A 2.50 x 28 synergy was used for treatment but failed to cross the lesion. The physician tried to pushed the device for several times but still failed to cross the lesion. The device was removed from the body and found that the proximal part of the stent was lifted. The usage was stopped and the procedure was completed with a different device. No patient complications were reported.